Manufacturer narrative:
Event sourced through literature: nii, k., et al. (2015). "A manual carotid compression technique to overcome difficult filter protection device retrieval during carotid artery stenting." J stroke cerebrovasc dis 24(1): 210-214.

Event description:
Event sourced through literature. Purpose of study was to investigate the incidence of embolic protection device retrieval difficulties at carotid artery stenting (cas) with a closed-cell stent and to demonstrate the usefulness of a manual carotid compression assist technique. Between july 2010 and october 2013, the site performed 156 cas procedures using self-expandable closed-cell stents. All procedures were performed with the aid of a filter design embolic protection device. The embolic protection device was usually retrieved by the accessory retrieval sheath after cas. A manual carotid compression technique was applied when it was difficult to navigate the retrieval sheath through the deployed stent. There were no difficulties experienced retrieving the spider fx device. Clinical outcomes were compared in patients where simple retrieval was possible and with patients where the manual carotid compression assisted technique was used for retrieval. Neurologic events were observed (transient ischemic attacks, minor strokes and 1 major stroke).